Manufacturer narrative:
Investigation eval: a product was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object from the bile duct to the small intestine. Basket impaction is identified as a potential complication per the instructions for use. Prior to distribution, all web extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a sphincterotomy was performed. After sphincterotomy, 2 stones (1cm in size) were seen. A cook web extraction basket was used. The first stone was captured with the basket. The stone was big enough to not close the basket after it was in. By the time to retrieve the basket, they could see through fluoroscopy that the basket didn't move but only the sheath moved. The basket is blocked and open with the stone inside it. The sheath and handle were removed as well as the duodenoscope, leaving the basket in. They used a 12mm cre balloon for a sphincteroplasties (described as macro dilation of the papilla, I. E., sphincteroplasty). After that they were able to pull the basket out. To check if no pieces of the basket or stone was left, they used an extraction balloon. Nothing was left in the duct. After that they noticed the rigid part of the wire in the handle was cut (I. E., this reasonably suggests the basket inner drive wire either broke or disconnected at some location). A section of device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.